Event description:
It was reported that the patient developed a systemic infection and required the removal of their bi-ventricular defibrillator system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071-53 implantable pacing lead (B)(6) 2006; 407645 implantable pacing lead (B)(6) 2006; (B)(4) bi-ventricular defibrillator (B)(6) 2013; 2872 implantable lead adaptor (B)(6) 2006. (B)(4).